Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a prep stick. The customer reports that while using this product for a vaginal prep, one of the paint stick sponges detached within the pt. The customer reports the sponge was retrieved by the physician. The customer reports no pt injury.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.